Manufacturer narrative:
Section d4 and h4: additional information manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the reported elevations in pump power associated with pi events; however, a specific cause for the power elevations and pi events could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. The submitted system controller log file contained approximately 14 days of data from (B)(6) 2019 ¿ (B)(6) 2019 and showed that pump power appeared to generally remain in the range of about 6-7.5 watts (overall average of ~7 watts); however, beginning on (B)(6) 2019 intermittent moderate elevations in power peaking at 9.4 watts were noted. The elevations in pump power were associated with pi events and correlated with elevations in estimated flow up 10.6 lpm. No atypical alarms were captured and the pump speed remained above the low speed limit without issue. The system appeared to be operating as intended. The patient remained ongoing on (B)(6) at the time of the reported event. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted with gastrointestinal bleeding and frequent pulsatility index (pi) event and power spikes. Gastrointestinal bleeding was confirmed with an esophagogastroduodenoscopy and push enteroscopy on (B)(6) 2019, which was positive for jejunal lesion bleeding adjacent to prior treated bleed. The bleed was treated with clipping with hemostasis. The patient received blood transfusions. It was reported that the cause of the pi events was not identified. Lactate dehydrogenase (ldh) was reported to be stable. Log file analysis showed elevated power and flows. These were associated with pi events. There were no other unusual events seen within the log file. Labs and vitals were reported to be good. The patient was discharged home. No further information was reported.